Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown; expiration date - unknown; date explanted - remains implanted; initial reporter/ PMA/510(k) number/ manufacture date ¿ unknown . Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent an initial right partial knee procedure on (B)(6) 2008. Patient underwent an initial left partial arthroplasty on (B)(6) 2006. Subsequently, the patient experienced low back pain, pes anserinus tenderness, unknown complications with the left knee, symptomatic hips, and pain from bunions on the right and left foot. No further information has been provided.